Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, smoker, pain, mobility (2023_0056, 2023_0057 and 2023_0058 are same patient)